Manufacturer narrative:
Philips service replaced the clarityiq_ii ip pc no hdd and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray functionality failed due to defective ippc frontal on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.